Manufacturer narrative:
Examination of the submitted device found the metal locating pin to have migrated out of it's manufactured position. The investigation found evidence suggesting that the pin was forced into a nonconcentric mating relationship to the hole, i.e. Damaged through usage. Based on the root cause determination of user error technique, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tibial inserter does not properly mate with the tibial keel.